Event description:
The user received incorrect, invalid calcium or total protein results for two patient samples. Sample 1 initial calcium result was -2.55 mg per dl, repeat result with the same sample was 9.94 mg per dl. Sample 2 initial total protein result was 0.55 g per dl, repeat result with the same sample was 7.13 g per dl. None of the invalid results were reported. The user cleaned the analyzer and replaced the sample probe which resolved the issue.